Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had a blurry image. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the returned device was evaluated and customer's allegation was confirmed. In addition, the device evaluation found the distal fiber had breakage, distal edges had dents, the light guide cover glass was cracked, the side of the video cable had cracks, and the light transmission failed. Based on the results of the investigation, the most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid video scope had a blurry image. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.